Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) spinal pain. It was reported that the patient had a ¿near fall¿ approximately 3 weeks ago. Ever since, there was ¿surging¿ when the stimulator was on and even when off. X-rays and impedance check were performed. Impedances were all normal. Per the rep the lead moved from its original placement. The device was reprogrammed and the issue was resolved. No surgical intervention occurred and none was planned. The patient was receiving good stimulation to low back and legs again. No further action was required at that time.